Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twelve devices were received for evaluation. Twelve events were duplicated during testing. Four devices were found to have a breakdown in lubrication in the bearing. Six devices were found to have internal corrosion. One device was found to have internal corrosion and a breakdown in lubrication. One device was found to have a shattered bearing. Three devices were not available to stryker for evaluation. One device is expected to be received for evaluation; however, this device has not been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device overheated. Fifteen reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Correction: 1 device was expected to be received for evaluation; however, this device was not received. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 16 malfunction events in which the device overheated. 15 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement with no patient impact.